Event description:
Description of event according to complainant: while attempting to place the filter super renally in super renal space, filter would initially not deploy. Once deployed, the filter moved upward, ending up in right atrium of patient's heart. Doctor was able to snare and remove the filter with no harm to the pt. No further procedures were performed.

Manufacturer narrative:
Pt info, implant/explant info: unknown as info was not provided by reporter. The investigation is in progress.